Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl and current blood glucose was 116 mg/dl. Customer stated that they replaced the infusion set, the insulin pump was in manual mode and it has suspended correctly the basal. The customer stated that in the alarm history there was no pump errors, the self test and the displacement test are passed. The device will not be returned for analysis.